Event description:
It was reported that during a code, the pressure chambers were not completely emptying the 500 and 100 ml blood bags. There seemed to be a larger gap on the door that hindered the chambers from completely emptying the bag at the high flow rate. The gap in the h2 door was not providing the same pressure/flow rate (slower) compared to previous models. The reported unit did not have multiple ports on the bottom. It had a single spike. No patient injury or complications were reported in relation to this event.